Manufacturer narrative:
The reagent lot number was 70234801 with an expiration date of 30-apr-2024. The sample was centrifuged for 5 minutes at 4700 rpm. It is recommended that plasma tubes be gently inverted 180º and back 8-10 times and centrifuged at = 1300g for 10 minutes at 25ºc room temperature. The customer's qc was ok. Sample probe abnormal aspiration and sample foam detection alarms were observed, which can indicate poor sample quality. The field service representative found a dripping nozzle on the rinse mechanism. He replaced the solenoid valves. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 module. The initial result was 58.6 mg/dl. The customer's middleware rounded the result to 59 mg/dl. The initial result was questioned by the physician and the sample was repeated. The repeated results were 97.6 mg/dl and 97.6 mg/dl. The repeated results were believed to be correct. The second repeated result was obtained on another analyzer.